Manufacturer narrative:
After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed soft cannula of the received pod was found kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Pod download data showed multiple continuous timeouts during operation. Drive mechanism components were closely inspected. Lead screw teeth were found damaged. Several rings of drag marks were observed on the tube nut below clutch spring. The outer diameter of tube nut was measured to be lower than the specification limits. These findings indicated that the clutch spring was slipping over the tube nut during operation that could contribute to struggle in insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 255 mg/dl. For treatment, the patient gave a manual injection and changed out the pod.